Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient had ins replacement on (B)(6). Intra-op testing of leads performed, good coverage obtained per patient. Old ins discarded by account, hcp did not want return. Replacement device information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep), regarding patient's implantable neurostimulator (ins). It was reported that the device was over-discharged. The patient had not used system in over 2 years. A trickle charge was performed and battery was brought back to service. The environmental/external/patient factors that may have led or contributed to the issue was that patient did not get relief from device so they stopped using it. A lead revision was being considered. No surgical interventions were planned. Patient's weight was asked but unknown. Additional information was received from the rep. It was reported that the rep met with the patient at the healthcare professional's (hcp) office. The rep said the ins had gone back into an overdischarged state. The rep performed another successful trickle charge and then the patient charged the ins up to 50% in the office. The rep then went to interrogate the ins and it had already discharged to 0%. The hcp met with the patient and they were planning a battery replacement and potential lead revision, if necessary. The rep said the replacement surgery date was not yet scheduled at the time of the report. No further complications were reported.